Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccurate continuous glucose monitor (cgm) reading that "caused a false low blood glucose (bg) reading. Customer reported bg was not actually low; however, customer did not test bg with bg meter. Customer declined to provide further information. A root cause could not be determined.